Event description:
It was reported that during a procedure when the fiber was inserted into the scope, a red line above the aiming beam was present as if the fiber was broken. When the fiber was tried for use, the energy was low and did not break the stones. A second fiber was used to complete the procedure with no patient complications.